Event description:
Discordant, falsely elevated potassium results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate advia 1800 instrument, and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the tsc specialist advised the customer to replace the potassium electrode, which the customer did. The tsc specialist followed up with the customer about potassium results after installation of the new electrode, and the customer stated that potassium results were resulting as expected. The cause of the discordant, falsely elevated potassium result was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.